Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: b3, h6 (medical device - problem code). The service territory manager (stm) that discovered the issue failed to calibrate touchscreen after thoroughly cleaning screen up to 10 times. Despite reinstalling sw b.17, this failed to address issue. In order to solve the issue, the stm replaced touchscreen and successfully calibrated the touchscreen several times. Nothing unusual identified in the logs, attached for reference. He completed pm service order 44506812 for measurements and calibration information. Unit was calibrated and passed all functional and safety tests per factory specifications. The device was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm)the cardiosave intra-aortic balloon pump (iabp) unit unable to calibrate touchscreen. There was no patient involvement reported.